Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting error noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received several error alarms. The displacement test was performed and it passed the test. The customer's blood glucose was 7.3 mmol/l at the time of call. The customer reported that the insulin pump alarmed during the bolus. The insulin pump passed the self test. The customer was advised to replace the insulin pump. The insulin pump will not be returned for analysis.